Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, battery testing, functional testing, a service history review, and a review of the alarm log were performed. The low battery alarm was identified during battery testing. The cause of the condition was determined to be an inoperative main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a battery low alarm. No additional information is available.